Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient wanted to have the ins removed as it had not worked for it's intended purpose. Additionally, the patient noted that the ins was causing electrical pulses in their legs, feet, and back as well as reporting that the device was not working. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.